Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted sigmoid resection procedure, after firing the device it has a poor staple formation and when the surgeon performed a leak test, bubbles were present because of incomplete donut. To resolve the issue anastomosis had to be re-done. Re-resection and re-stapling were performed that result to unanticipated tissue loss and tissue damage. The incision also extended more than 1 inch (2.54cm) and operation time was extended for more than 30 minutes due to the issue.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.